Manufacturer narrative:
Correction: section d6a- added the initial implant date which was (B)(6) 2015.

Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout. Upon interrogation, the patient's right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.